Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed due to low readings.

Event description:
The customer reported via telephone call that the insulin pump had gone into threshold suspend mode three times when the blood glucose was not low. The customer was advised that the sensor readings will be close but rarely match due to how glucose travels through the body and that larger differences occur after meals and boluses. The blood glucose reading was 95 mg/dl when the sensor reading was 48 mg/dl. The customer was advised on proper calibration and insertion techniques. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.